Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. See also manufacturer report number 1415939-2018-00149 for this same event reported under the second likely cause lot ln 06e50-68 lot 85050m500.

Event description:
The customer observed false (B)(6) prism htlv results for 15 samples using 2 lots and 5 analyzers. No specific initial and repeat prism data was provided, the following samples were found (B)(6) on western blot: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
An additional prism serial number (B)(4) was added to concomitant medical products. No further updates are required at this time. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.